Event description:
It was reported that approximately 24 hours post successful stent assisted coiling embolization of a left cavernous sinus aneurysm; the magnetic resonance imaging (MRI) revealed that the patient had developed an asymptomatic cerebral infarction in the right frontal lobe. No treatment was administered in response to the reported finding, and the patient was discharged from the hospital. The physician informed that a "blood clot" may have developed due to a lot of manipulation of the guide catheter to reach the target lesion. The relationship between the stent and the asymptomatic cerebral infarction is unknown.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was implanted; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke and vessel thrombosis are known complications associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Device was implanted.

Event description:
It was reported that approximately 24 hours post successful stent assisted coiling embolization of a left cavernous sinus aneurysm; the magnetic resonance imaging (MRI) revealed that the patient had developed an asymptomatic cerebral infarction in the right frontal lobe. No treatment was administered in response to the reported finding, and the patient was discharged from the hospital. The physician informed that a "blood clot" may have developed due to a lot of manipulation of the guide catheter to reach the target lesion. The relationship between the stent and the asymptomatic cerebral infarction is unknown.